Event description:
The end user states that he used the chair to go to his doctors office. He tried to reverse and the chair would not back up. The end user states he power cycled the chair and it reversed up just fine. Then when in the elevator, he could smell a burning smell, touched the right motor and it was extremely hot. Then when he tried to back out of the elevator the chair was bucking like a bronco. The end user states that he had someone put the chair into neutral and pushed him outside. When the people came to pick him up and they stated that the left motor was also hot.